Event description:
It was reported that the spoke on a manual wheelchair broke and caused the user to fall. The user outer thigh swelled. There was no report of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.